Event description:
Patient was placed on the uni-vent portable ventilator in the sticu and transported to MRI. After the patient was transferred to the MRI table, it was noted the patient's chest movement had diminished. The patient was removed from the ventilator and manually ventilated. The patient went into full arrest and was resuscitated. The uni-vent was checked and the main ventilator was functioning appropriately. The mushrrom valve in the patient assembly had become unseated and created a leak in breath delivery. When reseated, the pt assembly and valve functioned properly.